Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reviewed article entitled "long term functional outcome following reverse shoulder arthroplasty in the elderly", by j. F. Cazeneuve, et al., published in orthopaedics and traumatology: surgery and research (2011) 97, 583-589. A retrospective study of 35 cases, patients with depuy delta iii reverse shoulder prostheses, for treatment of proximal humerus fracture, of which the authors indicated cementing of the humeral component. (The manufacturer of the cement was not reported; the depuy cemented humeral stem is a monobloc component). (B)(4): a surgical drainage for deep acinetobacter infection at 21 days in one patient who did not required prosthetic replacement, three cases of additional excisions of the tubercle remnants due to a cam effect responsible for superior dislocations thus resulting in good long-term stability, reorientation of the humeral stem at 20 of retroversion in one patient for anterior dislocation at 28 postoperative days induced by the initial voluntary 10 anteversion of the humeral stem which aimed at achieving better internal rotation, and one case of aseptic loosening of the metaglene at 12-year followup associated with breakage of the inferior fixation screw which required replacement of the glenoid component and conversion to a standard implant since a sufficient bone stock was available, with no associated replacement of the humeral stem. Only minor wear of the polyethylene component was observed. Each complication will be addressed in a separate complaint. This complaint will address the reported revision/re-orientation of the humeral stem, to address anterior dislocation of the shoulder at 28 days post-implantation. The anteversion of the stem was changed from an initial voluntary 10 anteversion, which had aimed at achieving better internal rotation (but induced the dislocation), to 20 of retroversion.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.